Event description:
Litigation alleges pain and discomfort. **update** (B)(4) 2013 - pfs received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Event description:
Litigation alleges pain and discomfort.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.